Event description:
Information was received indicating that the patient never had therapeutic effect. The device had been off since (B)(6) 2014. Tachycardia occurred first month of having the device, (B)(6) 2014. The device was not working. The system was not working as they hoped. It was noted that people said that they could not recreate one shut off, and not working well. One stimulator was at t2 and t8, and one was at t2. The patient had a catheter ablation for tachycardia. The patient had one left and had afib. T2 made tachycardia flare even though they were on beta blockers. The patient had to shut off at t2. If additional information is received, a follow-up report will be sent.

Event description:
The patient reported the implant in her back was not put in correctly, so it wasn't working, and on (B)(6) 2015, they went in and replaced the leads and repositioned the ins. The patient outcome was not reported. The indication for therapy was non-malignant pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 serial(B)(4) implanted: (B)(6)2014 product type lead product ID 977a290 serial(B)(4) implanted: (B)(6)2014 product type lead product ID 97754 serial(B)(4) product type recharger product ID 97740 serial(B)(4) product type programmer, patient product ID 977a260 serial#(B)(4) implanted: (B)(6)2014 product type lead product ID 977a290 serial(B)(4) implanted:(B)(6) 2014 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had a spinal ins put in at t2. They stated that this device was taken out two weeks ago because of their heart issues. It was reported that they had their spinal device for six years and they tried everything including revisions, but it was not working for them. It was reported that it was not handling it for them and they stated that they had a heart issue, so ¿it makes that crazy¿. The patient stated that the revision from t2 to t7 was done in 2014 and 2015. It was reported that the patient refused to provide further information/details. Patient services attempted to collect all information, but the patient withheld saying the they did not understand why they were going through questions. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a290, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).